Event description:
Flushed saline through at same rate iodine would be injected (2.5) using injector, right arm ok. Injected iodine after saline at 2.5 rate, but infiltration occurred. Approximately 100 cc of contrast infiltrated.the hospital's standard protocol always includes testing the line for patency using a saline filled syringe, prior to power injection.